Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was poor communication. The patient was just implanted with the device and they were unable to connect to the ins. The caller stated they saw the poor communication screen on their patient programmer, and they were unable to lower the patient¿s stimulation level. The patient had bandages and swelling present and it was mentioned they had gauze over the implant site. The patient was going to attempt to communicate once the swelling went down and bandages were removed. The patient was unable to synch with the ins while using the patient programmer antenna, but they were able to sync without issue when the antenna was not connected. The patient lowered stimulation to their desired level. Additional information was received from a consumer. It was reported that the patient wanted to turn stimulation down, so they synched using the patient programmer and got to the therapy screen. The patient only saw bars instead of numbers. It was determined group adjust was enabled. The caller stated they saw two horizontal lines indicating the patient has two programs available to adjust. The patient pressed the arrow key to the right and the caller was seeing only 1 individual program, and then the screen would change back to the group adjust screen. The caller stated they would call a manufacturer¿s representative (rep) to determine the issue. The caller mentioned they have had ¿more trouble with this thing¿ and believed it should be more user friendly as they could not find anything in the manual about this. The patient was directed to where the group adjust section is located in the programmer manual. The caller mentioned the patient¿s implant is in their back, so it was difficult when placing the programmer back there to sync. The caller feels where the implant is, but the rep told them the implant was put in upside down. The caller believed the implant was put in upside down intentionally. The rep directed the caller where to place the programmer. The caller mentioned the patient was still in pain since the implant. The patient was going to follow up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the patient only seeing bars instead of numbers was a poor connection due to swelling. The issue was reported to be resolved. The patient's weight was provided. No further complications were reported.